Event description:
The physician closed an arteriotomy site with the perclose proglide device following an interventional procedure. The patient was described as being an "elderly, obese woman with a pannus, weird anatomy, and a previous hematoma." Reportedly, the lab technician punctured the artery during the lidocaine stick and there was "some oozing." A hematoma, of undetermined size, had developed prior to closing the patient. "The device worked the way it was supposed to: the knot came down and held." The patient was sent to the floor where a ten (10) centimeter hematoma was noted an hour later. A femostop was held for two (2) hours with no further complications. The patient's planned hospital stay was not extended due to the hematoma. There were no other potentially device related complications reported.